Manufacturer narrative:
The device subject of the reported event was discarded and cannot be returned to steris endoscopy for evaluation. The device history record was reviewed and confirmed the device was manufactured to specification. There have been no other complaints associated with this lot. Statements from the instructions for use packet include, "prior to clinical use, inspect and familiarize yourself with the device. If there is evidence of damage, do not use this product and contact your local product specialist. Attempting to advance the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, and/or, attempting to actuate the device when the handle is at an acute angle in relation to the sheath." Steris conducted in-service training regarding the proper use and technique of the exacto cold snare. No additional issues have been reported.

Event description:
The user facility reported via medwatch report mw5117151 that the handle of their exacto cold snare broke in half during a colonoscopy biopsy. The procedure was completed successfully with a different exacto cold snare. No report of injury or procedure delay.